Manufacturer narrative:
(B)(4). Device eval pending.

Event description:
It has been reported that device status indicator was flashing (self test alert) when device was retrieved for deployment. Operator could not clear/reset the AED. Deployed a second AED.